Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit passed the self test, active current measurment test, sleep current measurement test and displacement test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool revealed one stuck key alarm was found on (B)(6) 2024 at 14:20:34 was recorded. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding j1 on pcba1 and keypad flex connector. The following were noted during visual inspection: scratched case. In conclusion, customer concerns for blank display and keypad/button unresponsive/button were not confirmed. Unit successfully powered up after battery installation. No low batt or batt out limit alarms occurred during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Exposed to moisture confirmed on keypad flex connector and j1 on pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.